Manufacturer narrative:
This report is being submitted as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. Since the sample was not available for evaluation, the complaint could not be confirmed. The exact root cause was unable to be determined. The device history record (DHR) review determined that the device was in a conforming state when released from terumo control. There is no indication that any manufacturing, design, or quality system issues may have led to this event. Currently, no action is recommended since this risk evaluation is within the predetermined limits in the failure mode and effects analysis (fmea).

Event description:
The user facility reported that during the involved angio-seal device deployment, the outer sheath became stuck to the inner sheath and could not be removed from the patient. The physician had to manually disassemble the delivery system to cut the suture and release the device. The device was then removed. There was no apparent injury to the patient, however, increased pain in the area was experienced. The patient was in stable condition. The procedure outcome was completed with manual compression. The event occurred intra-operative. The patient was not injured, medical or surgical intervention was not required. Additional information was received on 01 feb 2023: the procedure performed was an interventional radiology (ir) angiography using a 6 french sheath. There were no difficulties with arterial access, sheath, guidewire, or catheter insertion. A pre-deployment angiogram was performed. The dilator sheath was inserted normally into the groin. However, when trying to click it back the sheath and device would not separate and could not get it to click into place, therefore the suture was cut.

Manufacturer narrative:
Implanted date: device was not implanted. Explanted date: device was not explanted. Occupation: coordinator. The actual device has not been received yet for evaluation. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.